Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the device. Despite our attempts to obtain the product and the device history data for evaluation, to date we have not received them. The customer has replied back stating that it is believed that user error may have contributed to the event and that the product will not be sent to zoll for evaluation at this time. Once the product is received the claim will be re-opened a full evaluation will be conducted.